Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b3, d6b (remove erroneous entry from initial report-remains implanted), d8, f6, f9 (remove erroneous entries on initial report), g2, h6: clinical code, impact code, medical device problem code, type of investigation, investigation findings and investigation conclusion. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined; however, it may have been the result of patient related conditions. The patient has multiple comorbidities that can cause bone weakness and deterioration. Patient morbid obesity adds additional mechanical stresses to the bones and joints. Medical devices: 5562712, 02-012-60-1425 - logic stem ext 14mm x 25mm, 5507964, 02-022-45-4030 - truliant tib fit tray cem sz 4f / 3t, 5611028, 200-07-35 - advanced patella 35mm 3 peg implant, 5414252, 204-70-00 - tibial stem ext. Screw, m008453, 02-022-35-4009 - truliant tib imp ps insert sz 4 9mm, recall/correction number: z-0023-2022.

Event description:
It was from the truliant knee clinical study that a 56 yo morbidly obese female had a right knee replacement procedure 11 oct 2018 with a revision in (B)(6) 2022, due to a bone fracture. On (B)(6) 2018 [36 days post op] the patient reported a periprosthetic femoral shaft fracture that resulted in an open reduction and internal fixation procedure with intramedullary nail of the femoral shaft fracture. The event was noted to be resolved (B)(6) 2018. No additional information.